Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped out on both front corners, the right plunger case was cracked, and there was a non- original equipment manufacturer (OEM) battery present. A review of the event history log (ehl) identified force sensor test error. During the functional testing was able to duplicate the force sensor error. The force sensor cable connector was pinched and had an exposed wire. The root cause of the issue was a result of the customer?s physical damage to the device. Pump will be quarantine due to non-OEM battery was found with pump.

Event description:
Additional information received via email: error occurred during preventative maintenance.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device wouldn't calibrate. It is unknown if there was no patient, or clinician injury associated with this event.